Manufacturer narrative:
(B)(4).

Event description:
Procedure: urogynecological. According to the reporter: it was reported by the pt's attorney that as a result of having the product implanted, the pt has experienced pain, disability, injury and impairment. Product was used for therapeutic treatment.

Manufacturer narrative:
(B)(4). Supplemental MDR# 01 sent to FDA on 11/26/2014.

Event description:
Per additional information received, complains of some leakage, urinary urgency, and vaginal drainage - bladder scan shows 91 cc post void residual. She has too numerous to count white cells per high power field and lots of rods in her urine. Colonoscopy with polypectomy. Multiple visits with complaints of dysuria, burning with voiding, frequency, urgency - urinalysis positive - urinary tract infections. Painful urination, , dribbling, dysuria, frequency, nocturia, urgency, left sided pelvic pain, mixed incontinence, painful urgency - mechanical complication of suburethral sling, mesh erosion into the vagina, mixed stress and urge urinary incontinence, pelvic floor weakness, vaginal enterocele, rectocele, cystocele, prolapse of vaginal vault after hysterectomy, nocturia, dyspareunia - discussed surgery which includes vaginal examination under anesthesia, sling mesh excision and cystoscopy. Underwent transvaginal sling and suture excision and cystoscopy.